Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One unused sample and one picture were provided for evaluation. The returned sample and picture were visually evaluated and it was noted on the sample that a particulate was confirmed on valve eleven (11). Based on the sample and picture evaluation, the defect was confirmed. Incidents of contamination are normally attributed to degraded/burned material may have become trapped in the vents at the time the part was molded. As a result of this occurrence, a formal awareness training session was conducted with all applicable personnel involved in the assembly and inspection of this product. The purpose of this training was to review the reported incident and to ensure all personnel understand and comply with the established assembly and inspection processes. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: brief inquiry description: black particle noticed under transfer set manifold in valve. No patient involvement.